Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform the excessive no delivery test due to constant motor error alarm during bolus delivery.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 339 mg/dl. The customer stated that she was on shots and was treated. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that they were able to rewind the pump. The customer stated that the alarm occurred more than once in the last 30 days. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.